Manufacturer narrative:
The subject device was returned to olympus (B)(4) and was investigated. The adhesive on the subject device was different from normal conditions of the olympus product in terms of bulging level, smoothness of the boundary and surface. The adhesive on the normal olympus product should have a bulge on the center of the adhesive coating zone. On the other hand, that of the subject device was flat. The boundary of the adhesive on the normal olympus product should be linear. On the other hand, that of the subject device was wavy. The surface of the adhesive on the normal olympus product should be smooth. On the other hand, that of the subject device was slightly bumpy where the threads underneath was felt. Based on the investigation, there may be a possibility that the subject device was repaired by a third party service provider. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus was informed that during a diagnostic examination with the subject device, a rubber fragment came off from the distal end of the subject device and attached to the patient's throat. The intended procedure was completed and there was no extension of hospitalization or severe patient's injury.